Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imagining identified a suspected distal type I endoleak on the trunk with no aneurismal growth. It was reported the cause of the endoleak is unknown. On (B)(6) 2014, an intervention was performed to treat the endoleak whereby an additional contralateral leg component was implanted for distal extension on the trunk. Final angiography showed resolution of the distal type I endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
Additional devices implanted and involved: pxc201400/03467750.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.